Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during testing, the epg (external pulse generator) was found to turn off right away. The epg did not stay on for at least 15 seconds after the battery was removed. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board (pcb) was out of specification. It was also noted that the upper case, lower case, one bail cover and lead flex cover were broken, the battery contacts were compressed, one bail was bent and the keyboard window was scratched.